Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Right hemicolectomy - "mesentery was very oozy when they brought the bowel out to do the anastomosis, which doesn't normally happen with the ligasure. It looked fine laparoscopically, it just started to ooze down the mesenteric seal lines at that point, which was quite worrying for the surgeon considering it was oozing later, once she'd thought the sealing had been completed adequately. (B)(6). She will coordinate collection from the hospital. Please post a box big enough to accommodate a voyant eb010 box...." Patient status: "no injury".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar in the blade channel and on the back jaw of the device. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed a total of 54 activations. Of those, 3 activations resulted in a "reactivate switch released" alarm, which indicated premature release of the fuse activation button prior to completion of the seal cycle. During functional testing, engineering activated the device on porcine renal arteries and concluded that the device performed to specifications. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of insufficient hemostasis is unknown as engineering was unable to replicate the event. Applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.